Event description:
It was reported that a aseptico endo dtc motor failed to auto-reverse properly, possibly causing several files to separate. Further information has been requested, though none is available as of this report.

Manufacturer narrative:
In this event it was reported that a aseptico endo dtc motor failed to auto-reverse properly, possibly causing several files to separate. There is no indication that pt injury resulted. Because evaluated of the unit involved is not complete as of this report and because exact outcome of the event is not known, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was returned to the physical manufacturer for evaluation and repair, though results are not available as of this report. Evaluation results will be submitted as they become available. Please reference report number 8031010-2006-00426 for documentation of the event as it pertains to the file separations.